Event description:
It was reported to philips that the device failed to acquire the ECG during a patient use. The monitoring cable port connector is discolored and the pins are oblong and worn. There was no reported adverse patient impact.